Manufacturer narrative:
Additional information was received that the presence of the device was causing the patients pain and was not procedure related.

Event description:
A report was received that the patient was experiencing severe back and chest pain. It was also reported that it was device related. The patient underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation therefore a failure of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing severe back and chest pain. It was also reported that it was device related. The patient underwent an explant procedure.